Event description:
I had surgery at (B)(6) on (B)(6) 2014 triple arthrodesis and I had a great big hole in my ankle/foot and you could see the rod's and before that I had blood inside my cast and I have pictures of the above mentioned. My leg was five times the size and I was hospitalized on (B)(6) 2014 for emergency surgery, never was told what went wrong and homecare services came out. Was discharged with a wound vac physical therapy, vocational rehabilitation therapy, my left foot is paralyzed mid up to toe's and my left leg is an inch shorter than right. Special brace and difficulties walking first, I was told it was the screws, rods, pins and then I was told it was the bair hugger. I am still in physical therapy and vocational rehabilitation trying to get a piece of my life back.